Event description:
It was reported that during an a-fib procedure, noise occurred at 9-10. The issue was resolved by exchanging not the cable but the catheter. The procedure was completed without patient consequences. On (B)(6) 2013 the product was received in the laboratory for analysis and it was found foreign material underneath electrode ring # 18. Due to this catheter condition received, the event changed its reportability with alert date of (B)(6) 2013.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the product analysis investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, noise occurred at 9-10. The issue was resolved by exchanging not the cable but the catheter. The procedure was completed without patient consequences. When product was received in the laboratory for analysis and it was found foreign material underneath electrode ring # 18 making this event reportable. Upon receipt, the device was visually inspected and it was found a light blue residue underneath ring #18 distal side top inside of loop also a white residue underneath ring #18 distal side bottom outside of loop. This condition was not reported in the original complaint. The ft-ir measurements were performed to the residue. Based on the results of the ir spectrum it was determined the presence of acrylonitrile butadione styrene (abs) on the residue. It is unknown the origin of the residue. The outer diameters of the lasso loop pu were measured and found within specifications. Then per the event, the catheter was electrically tested and it passed specifications. The customer complaint about noise cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. An internal corrective action was opened to address the foreign material issue.